Event description:
It was reported that at follow-up there were episodes of noise on the rv channel stored as vf. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.